Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently hard to push. There was no reported adverse impact to the customer's blood glucose level. The customer applied more force to the wake button to resolve the issue.